Manufacturer narrative:
Correction data: the date returned to manufacturer was documented as unknown in the initial report. The device returned to manufacturer is oct 31, 2017. Additional information: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as apr 3, 2012. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). The serial number was reported as unknown in the initial report. The serial number has been updated to (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device failed pre-test for general condition and lever. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is event 3 of 3 of the same event. It was reported from (B)(6) that during a surgical procedure for a tibial diaphysis fracture, it was observed that the drill bit device was spinning very eccentrically while in use with the radiolucent drive device and power module device. According to the report, the event was observed while trying to place the distal locking using an external tibial nail. It was reported that a second drill bit device was used but it was still spinning eccentrically while in use with the radiolucent drive device and power module device. It was reported that the second drill bit device was spinning less than the first drill bit device so the user decided to use the second drill bit device instead. It was reported that the rotation speed of the drill bit device decreased before reaching the contralateral side of the cortex bone. It was reported that due to the surgeon feeling something wrong with the rotation sound of the first drill bit device, the second drill bit device was used to complete the procedure successfully with the same radiolucent drive device and power module device . There was a power module device used during the procedure. It was reported that the patient had good quality bone and the cutter may have been blunt which the surgeon thought would explain why there was difficulty in drilling the bone. It was further reported that there was also difficulty inserting the power module device into the radiolucent drive device because the lever on the power module device was loose there was a ten minute delay to the surgical procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.